Event description:
It was reported that the patient was implanted with an artificial urinary sphincter (aus) device for 11 years and underwent replacement surgery due to atrophy. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.